Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a stroke rescue by mechanical thrombectomy procedure using a stent retriever and an occlusion balloon catheter (subject device), the balloon catheter would no inflate inside the patient. The balloon catheter was used in the patient without further attempt to inflate. The procedure was completed successfully and there was no harm to the patient. Upon inspection of the subject device post procedure, it was noticed that the balloon had a pinhole leak as the medical staff attempted to test inflate the balloon on back table.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that there was a lot of blood in the balloon hub. The device shaft was found to be kinked on its proximal shaft just distal to the strain relief. The balloon was examined under magnification and it was observed that the balloon was found with perforation (punctured). During analysis, the device was prepped per the dfu for balloon inflation testing. The balloon failed to inflate with air and leaked when water was used. It is possible that the kink observed on the shaft distal to the strain relief could have contributed to the reported failure to inflate; however, it is not clear what caused the shaft kink. In addition, it is not clear what caused the hole/perforation in the balloon. Based on the information available and analysis of the device, the cause for the reported issues and analyzed anomalies could not be definitively determined.

Event description:
It was reported that during a stroke rescue by mechanical thrombectomy procedure using a stent retriever and an occlusion balloon catheter (subject device), the balloon catheter would no inflate inside the patient. The balloon catheter was used in the patient without further attempt to inflate. The procedure was completed successfully and there was no harm to the patient. Upon inspection of the subject device post procedure, it was noticed that the balloon had a pinhole leak as the medical staff attempted to test inflate the balloon on back table.